Event description:
It was reported that the patient has had an increase in seizures since (B)(6) of 2010. She typically would be able to terminate seizure activity with the vns magnet swipe, but this is not working well anymore. Evaluation by physician determined that the generator is at end of service. The patient underwent generator replacement due to end of service. Attempts for further information have been unsuccessful to date.